Event description:
Information was received indicating that a patient using a smiths medical cadd-legacy duodopa ambulatory infusion pump accidentally pressed the extra dose button instead of the morning dose button on their pump and began to receive the extra dose. It was reported that the patient then pressed the morning dose and the morning dose began infusing. However, due to patient concern of feeling that they were receiving too much duopa, per reporter, they were instructed to stop the morning dose and use continuous rate and extra doses throughout the day. Patient was advised of the twenty (20) hour lockout period after stopping the morning dose. It was reported that the following day the pump displayed that the morning dose was 8.8 ml, which the patient indicated was where it was previously stopped and that it should have displayed 15 ml. Per reporter, patient was to be called to review settings. No adverse patient effects were reported.